Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose levels ranged from 344 to 578 mg/dl. The customer's symptoms included vomiting and not feeling well. The customer declined to go to the hospital. The customer was going to try to treat with syringes. The customer had a blank display but was able to make it come back on. The customer stated she would monitor the device and call back if problems persisted. Nothing was replaced or returned for analysis.